Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date, investigation results, and to update the entry in h6: impact codes. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.